Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 2-3 hrs into treatment with one (1) unit of prismaflex m100, an external fluid leak due to a separated stopcock was observed. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The actual sample was not available however, sample picture was provided for investigation. The visual inspection of the provided pictures showed that there was an external leak at the level of the drain bag due to the disconnection of the stopcock. The reported condition was verified. Based on the information provided, the leak occurred after 2 or 3 hours of treatment. It is to be noted that the prismaflex m100 set c and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. During the investigation of similar complaints, it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Based on the above, the main root cause identified for the reported events is an unintended use of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.